Manufacturer narrative:
On 04/24/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial examination, pe observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number, 3501640 lot number 6514826. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent a primary augmentation procedure with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation on the left breast implant. The deflation was diagnosed after the surgery. As a result, the patient had undergone bilateral explantation and replacement with saline mentor smooth round moderate profile 475cc breast implants, catalog number 3501680 on (B)(6) 2017. The patient¿s condition was stable after the surgery.

Manufacturer narrative:
On 04/04/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/13/18, it was reported to mentor that the device history record ( DHR) of lot number 6505671 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).